Event description:
Boston scientific received information that this lead was surgically abandoned due to lead damage. A subsequent device changeout was performed and the surgically abandoned lead was attempted to be explanted. The lead fractured at the ring electrode and a portion of the lead remains attached to the septum. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.